Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the hospital on (B)(6) 2014 in the evening for high blood glucose levels. Customer's sister stated that the customer had a malfunction but she was unsure of what it was. Customer's blood glucose level was so high that the paramedics were called and he was taken to the hospital. Customer was discharged on (B)(6) 2014 and went to a skilled nursing facility on (B)(6) 2014. It is unsure if the customer was wearing the insulin pump at the time of the hospitalization. Customer was off the pump prior to hospitalization. Customer's sister thinks there was an issue with the connection but she is unsure. Customer's sister reported that her brother was unable to talk because he was in the hospital for a non-diabetes related issue. Customer is not on the pump right now and was advised to remain off the pump right now until the malfunction can be found. No additional information provided.